Manufacturer narrative:
The pod arrived fully deployed. Review of the download data found no timeouts, drive stalls or any data abnormality. The external portion of the soft cannula was observed to be flattened and damaged. Upon inspection of the damage, a tear was found and as a result a leak was also found. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering of insulin at the infusion site (leg). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to between 300 mg/dl and 400 mg/dl while wearing the pod between 4 and 24 hours.